Event description:
Consumer has cataracts. Consumer cut needle off; needle fell onto counter top and became embedded in a banana. Consumer ate banana and needle became embedded in tongue. Consumer underwent surgery to remove the needle. The surgery was unsuccessful. Consumer has been hospitalized for one week with a swollen tongue.